Event description:
It was reported by the rep that the (1) er220 was used during a laparoscopic cholecystectomy procedure. It was reported that the device would occasionally drop an unformed clip. The clips were retrieved and the surgeon was able to finish the case with this clip aplier. There was no consequence to the pt.